Manufacturer narrative:
Unit had blank flashing white lcd due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd.

Event description:
The customer reported via phone call that the insulin pump alarmed software error detected. The customer's blood glucose value was 116 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.